Manufacturer narrative:
The insulin pump was received with up arrow button being unresponsive due to corroded keypad trace. The insulin pump had minor scratches on the lcd window and cracked reservoir tube lip.

Event description:
The company representative reported via phone call keypad anomaly on the insulin pump. The buttons were unresponsive during a bolus attempt. Troubleshooting was performed but was not finished. Customer's blood glucose reading was 106 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.